Event description:
Per ccr's notes in potential medical tab: customer state they had 2 episodes where pt was missing test strips from 3 vials and was unable to test their glucose levels. States the first vial contained 21 strips. States the second vial contained 24 strips. States the third vial contained 26 strips. One time the paramedics were called to home. Second time went to ER. Per ccr's answers to casepoint questions: customer took emergency glucose injection. No further info has been reported.